Manufacturer narrative:
The tech found the bed did not have any functions working at all and the head section was raised half way up. He replaced the controller box to repair the bed.

Event description:
The account stated the bed has no head up function.